Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use rotatable clip fixing device clip did not came off the coil sheath after injecting the quickclip2 into the tissue, it came off by moving the slider. It is unknown when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2 (unmark health professional and company representative). The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a likely mechanism causing the reported event might be the following. Due to severe angle of the endoscope or the shape of the insertion portion, sliding resistance between the operating wire and the coil sheath increased. The slider could not be fully pulled, and clipping could not be completed. The clip was caught in the hook of the slightly bent connecting board, and the coil sheath could not be detached. However, the exact cause could not be determined. The event can be prevented by following the instructions for use: product name:hx-201lr/ur-135, hx-201lr/ur-135l. 1. Use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury, malfunction and/or equipment damage may result. Only use this instrument with the forward viewing type endoscopes. When it is used with the non-forward viewing type endoscopes such as jf/tjf/gf, the instrument may be damaged, or it may not be possible to detach the clip from the coil sheath. 2. Do not use this instrument with an olympus sif endoscope. Depending on the endoscope¿s position inside the patient, the slider may be weighed down so that clipping cannot be performed correctly and/or making it difficult to detach the clip from the instrument. 3. Do not use this instrument with an endoscope equipped with a forceps elevator. When using the instrument with a two-channel endoscope, never insert this instrument into the channel with a forceps elevator. Raising the forceps elevator may weight down the slider causing the clip to malfunction and/or making it difficult to detach the clip from the instrument. 4. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 12, ¿emergency treatment.¿ appearance inspection: do not use the instrument if the distal end of the coil sheath or clip pipe is deformed. Using an instrument in this condition may result in the clip catching on the rim of the coil sheath after clipping, which could make it impossible to remove the clip from the coil sheath. If the clip cannot be removed from the distal end of the coil sheath, push the slider forward. Confirm that the slider is pulled when the clip is removed. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified procedure.